Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of (2) clearlink system continu-flo solution sets disconnected at the y-site connection. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Only one sample was received for evaluation. The other sample was not received and therefore, could not be evaluated. Visual inspection was performed using the naked eye which observed that the tubing was separated from the second y-site clearlink in the upstream part. Additionally, a lack of solvent was observed between the components by the marks on the tubing. Dimensional testing was performed on the components which met specifications. The reported condition was verified. The cause of the condition was due to improper manual assembly during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.